Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels since 2am the previous night (510mg/dl). The customer administered a manual injection, and bgs dropped down to 300mg/dl upon waking up. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support recommended that the customer monitor the issue, as there were other factors such as a headache which may have caused bg levels to elevate. Recommendation was also made that the customer consult with their healthcare provider to discuss what may be affecting bg's.